Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited alarm with cassette. It was reported that the patient changed the cassette and discarded it. No patient injury reported.